Event description:
It was reported that the customer was at the doctor's office 2 weeks ago and the health care professional smelled insulin and discovered there was a leak in the reservoir compartment. Customer swabbed the area with a q-tip and it came out soaked. Customer stated that the leak occurred several times after the first incident. Customer stated that the insulin smell made her mother sick. Reservoir will be returned without the transfer guard, which was already disposed. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-01721.